Event description:
While discussing roller studies, it was reported that a device manufacturer representative once had a patient that had a roller not move and no stall in the logs. This was reportedly years ago and the representative didn¿t remember anything. She had no idea what the patient¿s name was or any information asked of her during follow-up attempts. It was noted the event was reported 7 years ago and that the device was returned for analysis. No further information including patient symptoms or outcome was able to be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).